Event description:
Over past few months pt has had bouts of altered mental status, confusion, several drop attacks and true syncope. August 1994 pacer analysis was normal. Recent palpation evidence of pacemaker showed end of life. Pt also has same co's lead which has been involved in product alert because of higher than expected incidence of malfunction. Pacemaker taken by rep.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. Date last serviced: 01-aug-94. Service provided by: unknown. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device recalled by manufacturer/distributor, device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.